Event description:
During a procedure, the surgeon experienced a vision problem in the left eye of the stereo viewer. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.